Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer reference number: 1627487-2019-04265. Reference manufacturer reference number: 1627487-2019-04266. It was reported the patient's ipg was unable to enter MRI mode. Patient's scs system may be explanted at a later date so that she can undergo an MRI.

Event description:
Related manufacturer report number: 1627487-2019-04265. Related manufacturer report number: 1627487-2019-04266. Additional information received indicated that scs system was explanted without incident.